Event description:
It was reported that the patient line became disconnected from the cartridge while the customer was sleeping. The customer had elevated blood glucose levels (500 mg/dl). Customer successfully loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.